Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was stated that patient had surgery today for their back and it was confirmed this was unrelated to device/therapy. It was stated that the manufacturer's representative (rep) was supposed to be there to assist turning the patient's ins off/on for surgery and to ask questions regarding recharging the patient's ins. The caller then stated they were able to turn patient's ins on following surgery , but now the staff was trying to charge the patient's ins, but the ins battery was so low and going down so fast. Patient was requesting the rep to meet them at the hospital. Caller was told to ask the health care professional (hcp) to have the rep in the area paged. Caller stated they were going to try and call someone who programs devices at their neurologist's office. The caller was upset with the manufacturer because their surgeon told them that the rep would be at the hospital to turn the patient's ins off for surgery and then on following surgery. The caller was upset because they had called before regarding the ins and the situation was not resolved. No patient symptoms related to the device/therapy were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): additional information was received from a friend/family member. It was reported the patient all of the sudden couldn't get ins to charge past 50%. It was first thought to be the patient programmer antenna wire but the replacement antenna didn't help. The patient tried to charge for 2 days with the replacement antenna and the ins battery level never got past 50%. Ins battery level showed 50% on both the patient programmer and the insr (recharger). Troubleshooting was performed. Patient charged for an hour and the battery level never moved. The patient contacted their healthcare provider (hcp). No patient symptoms or further complications were reported as a result of this event.